Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer states that they received low battery alarms that will not clear. The customer has a blood glucose level was 150 mg/dl and as low as 13 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. Unable to verify failed battery alarm, no delivery alarm due to blank display. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.